Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage traveled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an out of tolerance u718 component on the distribution node pca. The root cause for the defective u718 component could not be positively identified. Manufacture dates: monitor: 3/20/2013. Belt: 5/2/2014.

Event description:
A us distributor contacted zoll to report that a patient alleged being treated by the lifevest and now the monitor will not power on. The patient reported that it felt like somebody "shot her in the back" and that she heard a loud popping sound and then a jolt. Lastly, the patient reported having a therapy pad shaped red mark on her skin under the front therapy pad. During follow-up it was reported that the irritation was healing. Per review of the download data, there is no indication that the patient was treated.